Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip nt was attempted to be placed when it became entangled within the chordae. Troubleshooting was preformed per IFU, during which the mitraclip was freed, but there was damage to the chordae and the lateral commissural. The mitraclip nt was removed from the patient and the procedure was discontinued without any clips being implanted. The final mr remained at grade 4. There were no adverse patient effects or clinically significant delays reported.